Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to elective replacement indicator (eri). The device had been implanted 31 months and an allegation of premature battery depletion has been made. It was also noted that this device was apart of the recall/advisory notification regarding this model/device. No adverse patient symptoms were reported.